Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set drip chamber. The primary tubing set was being used to deliver an unspecified volume of 0.9% sodium chloride at an unspecified rate via a symbiq pump. On (B)(6)2010 at midnight, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of a vancomycin 1gm at a rate of 250ml/hr. The primary solution container was lowered below the secondary solution container using an extension hook. It was reported that immediately after the vancomycin delivery was started, the nurse noted backflow of solution and bubbles into the primary tubing set drip chamber. It was reported that the nurse kinked off the primary tubing set with tape and the vancomycin was delivered. It was reported that after the vancomycin delivery was complete, the primary tubing set was replaced and the 0.9% sodium chloride therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).